Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient is being considered for a left knee arthroplasty revision of the articular surface to address polyethylene wear, instability and ligament laxity approximately twenty-eight (28) years post-operatively. No revision procedure has been reported to date.

Manufacturer narrative:
(B)(4). D6a - implant date - unknown date in 1995. D10 - concomitant devices - unknown apollo cemented femoral component size 3 catalog #: ni lot #: ni, unknown apollo tibial tray size 3 catalog #: 680501130 lot #: ni, unknown 3 peg patella 29mm x 32mm catalog #: ni lot #: ni. . The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.